Manufacturer narrative:
Upon further review of this event, we have determined that this event meets the FDA's definition of a serious injury, as it required unplanned surgical intervention to prevent potential permanent impairment or damage. In accordance with 21 cfr part 803, we are therefore reporting this event to the FDA. The reported event could be confirmed since the affected device was returned for investigation. A review of the device history record for the reported lot did not indicate any abnormalities related to the reported event. After a thorough investigation (evaluation of the returned instrument, review of the device history record, and an assessment of relevant complaint history), it was determined that the most likely root cause of the breakage was the application of force along an abnormal or unintended axis during use. This off-axis loading could have exceeded the mechanical limits of the instrument, leading to its fracture. The identified root cause represents the most likely explanation based on current evidence and does not constitute definitive proof of causality.

Event description:
It was reported that during the procedure, the rasp broke off and the broken part was stuck in the bone and this was difficult to remove. The time of the surgery has been extended by 45 minutes. This event involved unplanned surgical intervention to remove the fragment.